Event description:
According to the reporter: occurred during a lapg procedure. During the stomach resection, the firing was stopped on the halfway and the knife returned on its own. The surgeon cut the leftover buttress material. No patient injury.